Event description:
The tip of an hemostatic instrument broke off in a patient during laparoscopic surgery. An x-ray was taken but no foreign body was noted. The patient's abdomen was opened and tip was found and removed.